Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced pain and elevated infection parameters. Report indicated that air from the ventricle got into peritoneum; the event was assessed to be a technical procedural problem. During the surgery, the incision was not large enough for the tube to pass through the abdomen, so the incision was expanded. This resulted in more air from the ventricle getting into peritoneum. The CT scan performed the next day showed the air pockets which have started to get absorbed. The patient was started on unspecified IV antibiotics and the infection parameters are decreasing.